Event description:
It was reportd the customer was experiencing high blood glucose. The mother reported the customer's blood glucose was 425 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.